Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a clinical study patient presented to the clinic on (B)(6) 2016 for routine follow-up visit during which, she complained of feeling poorly with shortness of breath and fatigue. A complete blood count (cbc) was performed and revealed a hematocrit (hct) of 28.5 down from 40.2 on (B)(6) 2016. The patient was instructed to return to the clinic on (B)(6) 2016 for repeat labs. A cbc was drawn which showed a hct of 25.7. The patient was treated with 1 unit of leucocyte-reduced red blood cells (lrbcs) and was admitted for further evaluation of anemia and endoscopy. On (B)(6) 2016, an endoscopy was done which revealed gastritis but no active bleeding. On (B)(6) 2016 and (B)(6) 2016, the patient received another 1 unit of lrbcs and the hct trended upward. On (B)(6) 2017, the hct was 36.9 and the anemia was reported to have resolved.